Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Event description:
The customer reported that there was a short circuit in their m8033c display due to an internal power supply defect. A pt was evacuated from the ICU due to the smoke coming out of the display. No pt or user harm was reported.